Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 04. Sought medical attention for redness and swelling at the piercing site in 8 days later. Oral antibiotics were prescribed at that time. Returned for medical attention on the 6th day and an incision and drainage was performed. They was admitted to the hospital in 5 days later and another incision and drainage was performed and i.v. Antibiotics were administered. They were discharged in 09/04.